Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump was explanted due to a driveline infection. The infection ranged from the exit site of the driveline in the left abdomen to somewhere about the bend part of the driveline in the right abdomen with no bacterial infection. The pump and controller would return for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to sealed outflow graft hardware. The apical cuff was returned detached from the pump. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of extracted log files from the returned device appeared to show the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information on caring for the driveline exit site as well as controlling infection. Additionally, the IFU and patient handbook provides care instructions in reference to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6), did not reveal any device-related issues. A specific cause for the reported event of driveline infection could not be conclusively determined through this evaluation. Mlp-021584 was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned attached to sealed outflow graft hardware. The apical cuff was returned detached from the pump. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of extracted log files from the returned device appeared to show the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information on caring for the driveline exit site as well as controlling infection. Additionally, the IFU and patient handbook provides care instructions in reference to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient did have a bacterial infection at the driveline exit site. Translocation surgery and drug therapy was performed as treatment.